Manufacturer narrative:
The returned product was evaluated and no evidence of any manufacturing defect was detected. An air bubble, equivalent to 30+ units of insulin in size, was found in the insulin reservoir. As there was no evidence that the user attempted to remove residual insulin, this was most likely introduced during the fill process. Use error is therefore determined to be the root cause of high blood glucose. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 382 mg/dl less than 24 hours after the pod was activated.